Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user missed a meal announcement after lunch, resulting in a blood glucose rise to 280 mg/dl that subsequently trended down to 170 mg/dl, and the user inquired about a factory reset while being advised to contact the remote care team and consider scheduling training. Symptoms included hyperglycemia without ketone testing, without use of backup therapy, and without acute health effects. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and troubleshooting with education, and the case was assigned for additional training. Investigation of this case revealed user error related to a missed meal announcement; no device alarms were reported and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user interaction with the device, specifically a missed meal announcement, was the cause.